Manufacturer narrative:
It was reported that a patient underwent a procedure for left atrial flutter with a carto 3 system where a map shift occurred at the end of the procedure. No error messages populated and the procedure was completed without patient consequence. Product investigation summary: the biosense webster inc. Field service engineer (fse) confirmed that a reboot resolved the map shift issue. It was determined that the patient moved slightly between remaps. The reboot reset the bcs to 0 position. No further issues were witnessed. Customer did not want the system tested. System is operational and is ready for use. Device history record (DHR) review was performed by the manufacturer and no anomalies which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: thermocool smart touch bidirectional sf catheter, model # d-1348-05-s, lot # 17689372l. (B)(4).

Event description:
It was reported that a patient underwent a procedure for left atrial flutter with a carto 3 system where a map shift occurred. At the end of the procedure, a map shift occurred. No error messages populated. No troubleshooting was performed. The procedure was completed without patient consequence. Multiple attempts were made to obtain additional information regarding this complaint, but none was made available.